Event description:
It was reported that the rear rotation knob is free spinning. The customer has requested replacement of the rear rotation knob. The case was completed using the front thumb wheel. There have been no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information, received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.